Event description:
Customer reported her insulin pump froze and alarmed battery out limit and button error. Her blood glucose is 298 mg/dl. Customer stated, she was wearing the device outside while it was hot and she was sweating. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.